Event description:
No additional information received from the customer

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: watertightness and the endoscopic image cannot be displayed. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause was traced to component failure. ¿should additional relevant information become available, a supplemental report will be submitted olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had a torn off cable. The issue occurred during an unspecified procedure. There were no reports of patient harm.